Event description:
It was reported that there was a micro hole in the rigid scope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. No hole was observed. In addition, the following reportable malfunctions were identified during the device evaluation: a broken lens, a broken-off direction pin, distal fiber breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for micro hole in the scope; cause not established for the broken lens, the broken-off direction pin and distal fiber breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.